Event description:
Procedure type: face lift. According to the reporter: the suture broke one day after surgery, pt had to come back. They had to re-suture. Pt had to come back to be re-sutured 1 day post operatively. Possible cosmetic outcome compromised. Some edema-normal anticipated amount.

Manufacturer narrative:
(B)(4).